Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it not ventilating and displaying the low inspiratory pressure alarm was confirmed. Ventec replaced the control board and external flow module (efm) cable to resolve the reported issues, noting that the white wire pin of the efm cable was not fully seated in the connector. Proper device operation was then confirmed through functional and performance testing. Ventec further examined the removed control board and confirmed that there were multiple electronically damaged components, however, further component level cause could not be conclusively determined. The investigation determined the cause of the reported issues was the control board and efm cable.

Manufacturer narrative:
H6: ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not ventilating. It was also reported that the device had alarmed for delivering low inspiratory pressure. There were no reports of patient use associated with the reported issue.